Manufacturer narrative:
Investigation: visual inspection revealed that the side of the tip of the hot jaw silicone boot was detached and was not received. The jaws had no signs of clinical usage. There was no evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot peeling" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vasoview hemopro jaw boot was cracked. This was noticed when the device was taken out of box. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.